Event description:
According to the reporter, the patient was hospitalized with diabetic ketoacidosis on (B)(6) 2025. While wearing the pod between 36 and 48 hours, the patient noted blood glucose levels rising, despite administering correction boluses. Exact blood glucose values were not reported. Reported symptoms include fatigue and vomiting. Upon removal of the pod at the hospital, it was noted that the cannula had not fully inserted into the skin. The patient was treated with IV fluids and insulin. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.